Manufacturer narrative:
Customer discarded the product.

Event description:
It was reported that after a surgical procedure at the user facility, there was heat found outside the battery pack when it was disassembled from the handpiece. There was no patient involvement, no medical intervention, and no adverse consequences reported.